Manufacturer narrative:
Interim product conclusion the investigation is in progress. A sample is not expected to be received. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A root cause has not been identified. The root cause will be reassessed upon completing the investigation the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the lens was scratched as it came out of injector. The surgeon did not notice until it was in the patient's eye. The procedure was completed the same day. Additional information was provided by the initial reporter that there was no harm to the patient.